Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to prolapse cervix, urinary incontinence, and painful intercourse. The patient experienced bilateral groin pain, lower back pain, dyspareunia and erosion through vaginal wall.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted. Concomitantly the patient underwent a vaginal hysterectomy. It was reported that due to mesh erosion through vaginal wall, dyspareunia, back and groin pain, patient underwent mesh revision removal on (B)(6) 2012 by implanting surgeon. (B)(4).